Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that patient was having charging/communication issues with their external equipment so both the controller and recharger were replaced. However, using the new equipment, the issues were continuing. Initially attempted to connect to ins with the tablet and it said ins was too low. The rep was able to initiate passive recharge cycle to charge ins and then connect with tablet to see it was charged to 40%. Then used controller and charged ins again to 70% but it was again in passive recharge, they never saw the normal recharging screen and could only charge in passive recharge. The controller on its own will connect to ins but it needs to be very close to it. It was suggested to attempt re-pairing controller to ins but when attempt to re-pair it, controller continued to show "no device found" and they were only ever able to recharge in passive mode and were seeing antenna locate numbers of 95-97. When rep attempted to go into tech mode with the controller, they were unable to and had to reset the controller and then were able to proceed with tech mode. At one point, did receive the "finished" message that the controller was paired but then it prompted them to put the recharger over the ins again - almost like it wasn't truly paired. The ins was slightly tilted but can be tilted back. The rep connected to ins with tablet, which connected easily and showed ins at 70%, but as soon as they moved the communicator away from ins, the connection was lost. When moved communicator back over the ins, the connection was restored. Then went back to using patient's equipment and this time, they used the replacement controller with the old recharger and was able to successfully pair to the ins but couldn't charge normally and had to continue charging in passive mode. The issue was not resolved through troubleshooting. It was suggested to have patient continue charging ins in passive mode and using stim as they have a controller that was paired.

Manufacturer narrative:
G2: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reported that there is not an estimate on when there will be solutions for the event. Replacement was not an option for the patient due to his infection tendency. Clarification was asked if the patient has any infections related to the device system. The response was the surgeon stated "the patient has a tendency for infection."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the charging/communication issues were not due to the ins being tilted. The ins was pretty superficial and can be charged easily by overdischarge workflow. Patient was trained to charge his ins by using overdischarge workflow for now. Issue was not resolved. It was further reported that contact 3 has high impedance of 16,350-17,220 ohms but hasn't been and was not in use. The recharging/communication issues started gradually recently. There has been no known trauma/falls/procedures. The ins was in the abdomen area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The high impedance was not the cause or charging coupling as it is not in use. High impedance existed for quite some time. They are still waiting for a tech services solution. The patient was still charged through jumpstart workflow. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reported that there were no solutions yet. Patient was still using the same workflow for charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the cause of the charging/communication issues was not identified. The one contact has been high for quite a while and was not in use in the active program.